Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips that the system was unable to boot up. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. No service action was performed by the philips, since the quotation was not accepted by the customer. To date, no further information was received. The codes were updated based on the investigation outcome.